Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the broach handle collar broke during cone broach impaction. Attempts to obtain additional information have been made; however, no more is available.